Manufacturer narrative:
Follow-up # 1 ¿ (02/05/2015). The patient¿s meter has been returned on 1/20/2015 and evaluated by lifescan product analysis on 1/22/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s one touch ultra2 meter had a calcode issue. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue occurred one week prior to contacting lfs. It is not known what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The reported claimed that one week prior to contacting lfs, after the product issue, the patient developed symptoms of feeling ¿jittery and faint¿, however denied that she received any treatment. During troubleshooting the cca walked the reporter through changing the code but the reporter could not confirm if the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly suffered symptoms suggestive of a hypoglycemic event after the meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.